Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Fa found the primary failure of failed cut test to be related to the customer reported complaint. A review of remotefe logs showed multiple cut test failures, but it was not replicated in-house. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Energy was delivered without any issues and passed the cut test on all attempts. The grip force test was performed and passed at all orientations (straight, pitch, yaw). Electrical continuity was tested and passed. Upon visual inspection, there was no blade exposed outside of the blade garage and the jaw ceramic dots were present. The blade was manually driven out for inspection and found no damage. The jaw gap passed at 0.005 and the knife slot measured 0.026. The root cause of a failed cut test is not determinable/applicable. No image or video clip for the reported event was available for review. A review of the instrument log for the vessel sealer extend instrument (part # 480422-01 / lot # l91220227-0161) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022 on system sk3390 for a low anterior resection procedure. This is a single use instrument. Per wi 1003692, potentially reportable complaints, this complaint is considered a reportable event due to the following conclusion: the vessel sealer instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the vessel sealer extend instrument would not seal properly and would only cut a small amount of tissue. After multiple attempts, the surgeon opted to swap to a backup. The procedure was completed with no reported injury. On 07-june-2022, intuitive surgical, inc. (Isi) contacted the operating room manager and obtained the following information: the customer received a "tissue too thick" error message. They had to remove the instrument form the arm and manually retract it because it was unable to retract. The instrument was not stuck on tissue. The instrument did not seal or cut tissue. The procedure was completed without any injury or harm to the patient.